Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue in an integrated circuit. Hybrid analysis did not determine a cause for the premature battery depletion since high current drain was not observed throughout the analysis. The return product analysis lab-observed low in can current drain failure was confirmed. The failure was due to a defective switch in the l303 integrated circuit. If information is provided in the future, a supplemental report will be issued.